Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: on examination, there was no visible evidence of moisture behind the display lens. There was no evidence of damage to the pump case. There was no visible corrosion in the battery compartment. A leak test was performed and revealed a moisture leak at the display lens. The pump was opened for investigation and revealed moisture residue inside the pump on the internal components, including the printed circuit board. Unrelated to the original complaint, the display was noted to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue, moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).